Manufacturer narrative:
The information listed below was not added to the MDR. Patient information: weight (B)(6).

Manufacturer narrative:
The facility risk management coordinator informed medtronic that a user facility report was submitted to the FDA, but no report date or user facility number was provided. To date copy of the report has not been received by medtronic xomed. Therefore, any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the information and to return product to the manufacturer were made. The records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The product was not returned to the manufacturer, therefore device performance could not be evaluated at the manufacturer site. Manufacture date is unknown - lot number was not provided. Therefore, a review of the device history records is not possible. The facility biomed clinical engineer did some troubleshooting and tested the incrementing probe at the user facility. No fault found with the probe. The probe was working fine.

Event description:
It was alleged that the incrementing stimulator probe used with the nim 3.0 malfunctioned during an outpatient parotidectomy. It was reported that the initial, unidentified probe wasn't working, but there were no issues with the subsequent one used to complete the procedure. There was no reported delay in the procedure. No immediate adverse event was reported, however, it is noted that the physician stated the patient would have some temporary paralysis. This statement cannot be verified. There was no MRI, x-ray or other similar device in the surgical field which may have caused electrical interference. The probe was retained by the facility, where the biomed clinical engineer performed initial troubleshooting and testing. This initial testing found no device fault. The probe operated as expected. The facility has no plan to release the device to the manufacturer.